Event description:
It was reported that one to two years following an uneventful novasure endometrial ablation (date unknown) a patient "now presents with a recent history of cyclic pain without bleeding" (date unknown). An ultrasound (date unknown) demonstrated a "3cm unilateral fluid collection in the cornual region." The physician attempted to dilate the cervix and evacuate the fluid without success. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: patients who undergo endometrial ablation procedures who have previously under gone tubal ligation are at increased risk of developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 years post procedure. Reference internal complaint (B)(4).